Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. The patient was hospitalized for another indication and five days later, while hospitalized, was diagnosed with peritonitis and hospitalization was prolonged. The patient was treated with unspecified antibiotics for the event. Physioneal therapy was ongoing. The patient was recovered from the peritonitis. No additional information is available as the reporter declined follow up.